Event description:
Information was received from a consumer regarding a patient's implanted infusion pump containing unknown medication (dose and concentration unknown). The indications for use included non-malignant pain and other non-malignant pain. It was reported that in 2006, the patient experienced erosion at the pump pocket. It was unknown if the device ruptured the skin. It was later noted that the pump did break through the skin. Infection was not mentioned on the call, and the patient additionally experienced swelling. It was unknown how long the pump had been implanted when the erosion occurred, but the caller noted that it was "not long after, it was the same year." The pump was reportedly relocated from the front of the abdomen to the back buttocks. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.